Event description:
It was reported that the patient died. A rotalink burr was selected for an atherectomy procedure. The patient was noted to be very sick and unstable. During the rotablation procedure, the heart stopped pumping blood and there was no flow of blood. After rotablation, the patient passed away. No device issues were noted during the procedure. A cause of death was not known, however, the physician did not think the rotablator was the cause.